Event description:
Per the clinic, the patient experienced swelling and infection at the implant site subsequent to sustaining a head trauma. The patient was treated with oral antibiotics on (B)(6) 2017 for 6 days. Clinical management of the patient is on going. There are plans to explant the device; however, this has not occurred as of the date of this report, march 09, 2017.